Event description:
It was reported that a male patient followed with osteoarthritis underwent right total hip replacement with a durom acetabular cup. He was evaluated a few months later because of persistent right hip discomfort. Problems with the durom cup became to manifest a few months after surgery. The recommendation was made for revision surgery. After considering risks and benefits and alternative therapies, he chose to pursue revision. He underwent uncomplicated revision of the acetabular cup, status post right total hip replacement. The gram stain of fluid and tissue taken intraoperatively showed no organisms. An x-ray evaluation in the immediate post-op period showed no placement of the new constructs.